Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the back, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated the patient had a skin reaction on (B)(6) 2019 with the sensor pod adhesive and was using skintac. The skin reaction was described as skin irritation with redness. The patient had another skin reaction and stopped using the skintac. The patient was evaluated by a physician who recommended to use tegaderm. At the time of contact, the patient¿s skin was still red. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined.